Manufacturer narrative:
Brand name: na. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 16815093. Upn: (B)(4). Brand name: infinion? 16. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 16421270. UDI: (B)(4). Brand name: na. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 16815380. UDI: (B)(4). Brand name: infinion? 16. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 16339532. UDI: (B)(4).

Event description:
It was reported that the patient was unable to charge the spinal cord stimulation (scs) implantable pulse generator. The patient underwent a procedure in which the entire system was explanted. The patient is recovering at home. The explanted devices will not be returned as they were disposed by the medical facility.